Manufacturer narrative:
1- during the processing of this complaint all attempts were made to obtain complete event, patient and device information. 2- this report is the final report being submitted by vasorum unless otherwise requested by the FDA. 3- vasorum ltd is submitting this report on behalf of dj medical consulting & distribution llc, in accordance with the conditions outlined with the MDR exemption e2017048. Vasorum ltd trinitas house 2012 orchard avenue citywest business park d24 wpw6 dublin - ireland dj medical consulting and distribution llc 20 ryans lane duxbury ma 02332 USA

Event description:
According to the doctor, he turned the handle clockwise, it made the 'click', everything seemed normal but the set of wings didn't open. When pulling back the instrument, there was no resistance. Due to implant error, also did not open, the surgeon pulled out the celt device but managed to leave the introducer sheath inside and closed with an angio-seal device. This was a cardiac procedure.